Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with failed shocks and unsuccessful therapy where the patient spontaneously returned to sinus rhythm. Programming changes and some medication changes were made along with dft testing. The patient was stable.